Manufacturer narrative:
(B)(4). No sample is available for investigation. We have informed our production site accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): pump did not infuse. Drug: 5fu.